Event description:
Complainant alleged that during biomed testing, the device's pacer rate and output were out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results of 329 mg/dl and 160 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Meter and strips not available for return, replacement sent.